Event description:
It was reported that during initial implant, the right atrial lead dislodged with multiple attempts. Once connected to the device and the pocket was closed, the lead dislodged again. The lead was repositioned successfully. During pre-discharge check the next day, the lead appeared to be fallen again. Fluoroscope confirmed the dislodgement. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.